Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2017-00404.

Event description:
It was reported that the tips of two screw drivers' tips broke during surgery while installing translating screws into a patient with hard bone. There were no reports of patient injury associated with this event. This is report two of two for this event.

Manufacturer narrative:
The returned driver was evaluated. There were no failures detected during the visual inspection or functional check utilizing mating implants. The complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.